Event description:
It was reported that, during a navio assisted tka surgery, when collecting the femoral rotational axis stage, the ml line was not in a straight line but it was on a diagonal line. Also on planning stage, the initial femur implant size was 8, which is abnormally bigger than the original patient's femur. Finally on cutting stage, femur cutting block peg position was twisted diagonally. The procedure was completed manually, with a delay of less than 30 min. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6. The (B)(6) part number rob00079, serial number (B)(6) used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Three screenshots were provided. Although images were provided, a detailed investigation cannot be completed without the complete set of log files. The reported complaint was confirmed. The screenshot confirms the ap axis is at an angle and indicates zero degrees. A case was created to assess the rotational axis behavior. If the initial rotational axis is taken at an angle i.e. 5 degrees, it sets the new zero point. If it is then retaken, the femur will appear rotated and the axis will begin at zero degrees as was shown in the image provided. Regarding the oversized femur, a screenshot was provided confirming an oversized femur. The navio system initializes a femoral component size by evaluating the ap size of the patient¿s anatomy based on the free collection mesh. Navio sizes the femoral component by choosing the smallest available size based on ap distance that does not introduce notching on the anterior cortex. Both issues are user procedural issues. The most likely cause is related to following instructions when collecting the femoral rotational axis and collecting femoral points during point collection process. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.